Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4): the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to chest pain. It was noted that the right ventricular (rv) lead showed no capture at high thresholds. The rv lead was explanted and replaced. The device longevity took a hit from the sustained high output pacing at 8v @ 1.2 ms and the physician opted to also replace the device. No patient complications have been reported as a result of this event.